Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally on the bedside pca, the current-controlling transistor, diode, and u13 cmos flash microcontroller were found to be shorted. Liquid contamination was found on the battery board. The shorted components were caused by the contamination. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no death or adverse event associated with the charger malfunction.

Event description:
03/22/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a battery charger was resetting.